Event description:
The customer reported a clenz leak on the right side of the beckman coulter coulter lh 750 hematology analyzer. The customer was unable to determine the source of the leak: however, the leaks affected area was narrowed down to the tubing found at the inside rear of the instrument. The customer discovered clenz leak at startup up, therefore there is no impact to patient results as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On the day of the event, a field service engineer (fse) observed that flow cell waste chamber (vc26) was not draining properly causing fluid to come out the vent port. Vc26 collects the waste from the flow cell. Fse replaced the drain check valve and the black choke. No further evidence of leaking. The repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak is the drain check valve of vc26 was not working properly.

Manufacturer narrative:
(B)(4).